Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to helix would not deploy after lead reposition. No adverse patient effects reported.